Event description:
It was reported that foreign matter was found before use with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "we pulled a bd 20ml syringe ¿ 302830, lot # 9029712, from the stock on friday afternoon as it appears to have some sort of contaminant on the inside of the sealed packaging.".

Manufacturer narrative:
Please consider this MDR canceled as it is a duplicate of MFR report # 1911916-2019-00668 / patient identifier (B)(6).

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "we pulled a bd 20ml syringe ¿ 302830, lot # 9029712, from the stock on friday afternoon as it appears to have some sort of contaminant on the inside of the sealed packaging."